Manufacturer narrative:
(B)(4). Date sent: 05/05/2025. D4: batch #unk. Additional information was requested, and the following was obtained: please provide more details on the issue. No further details available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished psee60a, with lot/batch number a9732d, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, it was observed that the device got stuck on the tissue after firing. It was further reported that the stapler row was frayed. Another like device was used to complete the procedure. There was no patient consequence nor surgical delay reported. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 05/30/2025. D4: batch #369d72. Corrected data: h4. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. No malformed staples were observed. Although no conclusion could be reached on the cause of the reported event, it should be noted that a careful examination of tissue thickness is imperative before the activation of the stapler. Maintaining the jaws closed for 15 seconds before firing may enhance both compression and the formation of staples. When placing the stapler at the application site, verify that there are no obstructions like clips, stents, or guide wires within the instrument's jaws. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 369d72, and no non-conformances were identified.